Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intravia container had a plastic-like, string filament inside. The bag was filled with 6 g of cefepime using a 16 gauge non-baxter needle. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation full of the compounded drugs (cefepime and normal saline). During visual inspection, a clear filament was observed in the bags. The reported condition was verified; however, the cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.